Event description:
The customer reported, the 9800 system images were black and grainy. The service rep found one pt where the system needed max kv and ma but still image showed beyond normal quality.

Manufacturer narrative:
The service rep checked operation and tracking and added approx 10mm of copper in field. The system still showed does and kv to be normal. The service rep offered to monitor the system but the customer was satisfied with the results.